Manufacturer narrative:
Evaluation summary the field service engineer (fse) evaluated the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had no breath delivery (bd) audible alarm. The patient was not harmed or injured as a result of the reported event. Although requested, information pertaining to patient intervention has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.